Event description:
Got a bunch of implants in my teeth. The middle part (of the mouth guard) broke in two; the upper one. And it did the same thing. The pieces in the back were hard and were clinging in the teeth.